Event description:
On the (B)(6) 2026, gore was notified of a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn) device. On (B)(6) 2026, a patient of unspecified demographics necessitated a superficial femoral artery (sfa) occlusion intervention. A viabahn device was used via a cross-over technique through a 7 fr sheet and allegedly during deployment, it was not possible to deploy the stent. Reportedly, the device was retracted from inside of the patient and the physician attempted to redeploy the stent on the operating table however remained unsuccessful. Additional information has reported that there was no resistance encountered and the device did not show any signs of damage prior use. Another viabahn was used successfully and no patient injury has occurred in relation to this event. The device is not available for evaluation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: device was discarded. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Investigation: the investigation and analysis conducted for the complaint indicate that the reported allegation is related to deployment difficulty and/or failure of the viabahn® device. Available evaluation findings, including review of returned items (when available) and other relevant complaint information, did not identify a new device anomaly, manufacturing-related issue, failure mode or risk associated with this event. Additionally, an evaluation of available items in relation to the reported deployment difficulty and/or failure is impacted by the condition of returned items and differences between procedural and benchtop deployment, including but not limited to, zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. Similar complaint investigations have demonstrated a functional deployment constraint mechanism following physical device evaluation within a laboratory setting with no findings upon which to pursue further escalation actions. A review of manufacturing records for this device confirmed production details indicating that pre-release device specifications were met. With the information provided to gore, the root cause of the reported event cannot be established. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.